Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account in room 417. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found all four brake supports are cracked and damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced all four supports and casters to resolve the issue. Based on this information, no further action is required.